Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation both response buttons were non-functional. The cause for the failure was missing response buttons covers and center dome. The root cause for the missing covers and center domes could not be positively identified. No adverse events occurred from the monitor malfunction.